Event description:
The following article was reviewed: silva, e., nunes, c., baldaia, l., castro, m., oliveira, v.c., silva, j. And antunes, l.f., 2023, february. Giant sac growth: a hybrid approach to treat a misdiagnosed late type iiib endoleak. In ejves vascular forum. Elsevier. The article is a single case study of a patient presenting with an abdominal aortic aneurysm who was treated with a gore® excluder® aaa endoprosthesis on an unknown date in 2003. In 2009, aneurysm growth caused by a type iii endoleak was detected in the area of the connection between the ipsilateral leg and iliac extender. The patient was treated with the relining of the endoprosthesis with a balloon expandable covered stent. The patient tolerated the procedure. Subsequent adverse events regarding this patient are documented in cases (B)(4) and (B)(4).

Manufacturer narrative:
The following article was reviewed: silva, e., nunes, c., baldaia, l., castro, m., oliveira, v.c., silva, j. And antunes, l.f., 2023, february. Giant sac growth: a hybrid approach to treat a misdiagnosed late type iiib endoleak. In ejves vascular forum. Elsevier. In this case report three incidents were reported. They were submitted with gore reference numbers (B)(4), (B)(4), and (B)(4) (report number 3007284313-2023-02442). The other manufacturer report numbers are not available at the time of submission. A1: no patient identified was been provided within the literature. Therefore the w. L. Gore reference number was used instead. B3: the exact date the event occurred remains unknown. Therefore 31-dec-2009 was used as a best estimate. D6a: the exact implant date remains unknown. Therefore 01-jan-2003 was used as a best estimate. D10: balloon expandable covered stent of unknown make or model h6-code b13: the author was requested to provide additional information to the incidents reported within the case report. Also serial numbers of the implanted devices, dates of procedures and onset dates of the events have been requested. Further more dicom imaging dataset have been asked to be shared with gore for evaluation. The answer is pending. H3- other: the actual device involved in the adverse event is not readily accessible for testing as it remains implanted in patient. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Cause investigation and conclusion: the gore® excluder® bifurcated endoprosthesis is a legacy device, which is no longer on market. Several requests were emailed to the corresponding author was requested to provide additional information to the incident reported within the literature. Also serial number of the implanted device, date of procedures and onset date of the events have been requested. Further more dicom imaging datasets have been asked to be shared with gore for evaluation. The requests remain unanswered. A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. Based on the review of the literature and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause. In the current instructions for use the following is stated: potential device or procedure-related adverse events adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: aneurysm enlargement; endoleak; endoprosthesis or delivery system: graft material failure.

Event description:
The following article was reviewed: silva, e., nunes, c., baldaia, l., castro, m., oliveira, v.c., silva, j. And antunes, l.f., 2023, february. Giant sac growth: a hybrid approach to treat a misdiagnosed late type iiib endoleak. In ejves vascular forum. Elsevier. The article is a single case study of a patient presenting with an abdominal aortic aneurysm who was treated with a gore® excluder® bifurcated endoprosthesis on an unknown date in 2003. In 2009, the patient presented with aneurysmal sac growth which was unsuccessfully treated for a suspected type iiia endoleak by relining the right iliac stent graft overlap zones using a balloon expandable covered stent. The patient tolerated the procedure. In the literature it is reported that the patient maintained signs of sac growth. Finally, after further reinterventions, a fissure like tear in the fabric of the endoprosthesis at the right iliac limb was identified as the cause of the chronic endoleak (type iiib) and a surgical repair was performed in 2011.